Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Received one (1) 9079-vc-005 (9079) ez-io 45mm needle (box of 5) needle cannula for investigation. Upon receipt a visual inspection was performed to determine if the complaint sample had been subjected to any signs of abuse/misuse/damage. The cannula was received with the metal shaft detached from the cannula hub; the hub end of the cannula shaft was smashed. Damage was also noted on the patient end of the cannula needle. A section of the IFU will be referenced as part of this investigation report. The IFU states, "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter." A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6)2018 and is approximately 1 year old. The complaint has been confirmed, however the lack of reported details/photos prevents the assignment of a definitive root cause. No corrective/preventative actions will be assigned. The complaint has been confirmed. However the lack of reported details/photos prevents the assignment of a definitive root cause. C lose examination of the cannula needle and hub does not reveal any signs that the reported failure was the cause of a manufacturing anomaly. No further action required.

Event description:
The report states: earlier today you had a post-operative open-heart patient suffer a cardiac arrest. During the hectic initial management period an ezio needle set was placed to the patient's tibia and simultaneously, a cvc being was placed. The cvc was used for resuscitation and you noted at some point that the code team had placed a gauze bandage over the io site but did not see any tubing attached and you were performing additional priority interventions so did not know what may have happened during the io placement. A couple of hours post-resuscitation, once the patient was stabilized, you noted the dressing over the io site. When you assessed the site, you noted the plastic hub/housing usually on the catheter was missing and there was only metal inserted into that site. Initial attempts to remove the catheter with pliers/hemostats were unsuccessful. You have consulted an orthopedic evaluation and the patient remains in the ICU at this time. Site: proximal tibia needle set length: probable 45 mm/ yellow hub.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: earlier today you had a post-operative open-heart patient suffer a cardiac arrest. During the hectic initial management period an ezio needle set was placed to the patient's tibia and simultaneously, a cvc being was placed. The cvc was used for resuscitation and you noted at some point that the code team had placed a gauze bandage over the io site but did not see any tubing attached and you were performing additional priority interventions so did not know what may have happened during the io placement. A couple of hours post-resuscitation, once the patient was stabilized, you noted the dressing over the io site. When you assessed the site, you noted the plastic hub/housing usually on the catheter was missing and there was only metal inserted into that site. Initial attempts to remove the catheter with pliers/hemostats were unsuccessful. You have consulted an orthopedic evaluation and the patient remains in the ICU at this time. Site: proximal tibia. Needle set length: probable 45 mm/ yellow hub.